Event description:
Ous MDR - after an implantation period of about 5 months, it was reported that the patient expired. The ICD could not be interrogated when it reached the hospital post mortem and was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. The home monitoring data was inspected revealing no indication of a device malfunction, particularly, battery voltage, lead impedances and charging times were normal and as expected until 20. Jul. 2013, the reported date of explantation. Furthermore the available trend data show a flawless device behavior over the entire service time of the ICD. In summary, the ICD was damaged due to a shock delivery into an external short circuit. Based on the observed damage symptoms the short circuit occurred clearly outside the ICD. The manufacturing records document a flawless device production. The home monitoring data revealed a normal device behavior until (B)(4) 2013, the reported date of explantation. In conclusion it is reasonable to assume that the ICD was damaged during the explantation procedure. The analysis revealed no indication of a material or manufacturing problem.